Manufacturer narrative:
Investigation summary: it has been received 1 used sample of 50ll without blister for investigation. Upon visual inspection of this sample it can be observed a molding defect in the base of the tip. This molding defect has cause unfilled material in barrel that cause leakage when syringe is filled. It can be observed in the sample received that the barrel belongs to mold s-42. Barrels for lot 1811252 were not molded in this mold so, it can be confirmed this sample received is from lot 1810221. DHR of lot 1810221 and 1811252 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been caused due to any failure during molding process that caused polypropylene was not correctly filled in the mold causing incomplete barrel. This incomplete barrel causes leakage when syringe is used. Maintenance in injection machines is periodically done according to procedure pm-006. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection. Molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in the first pallet and once in the last pallet of the lot. Assembly: once in the first pallet and once in the last pallet of the lot. Primary packaging: once in the first pallet and once in the last pallet of the lot. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, it can be confirmed the root cause of the alleged defect was a failure in molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage from the bd plastipak¿ concentric luer lock syringe occurred during a "noradrenaline" infusion, increasing the infusion rate "considerably", but no change to the patient was noticed. Afterwards, the syringe was inspected visually by staff, and "small cracks" in the luer connector were found. As reported by the customer, "patient has ongoing noradrenaline infusion. Infusion rate is increased considerably, but no change on patient is noticed. Staff finds that the syringe is leaking. Small cracks in the luer connector is visible and noticed. No sure of the lot#, is one between 1811252 or 1810221".

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage from the bd plastipak¿ concentric luer lock syringe occurred during a "noradrenaline" infusion, increasing the infusion rate "considerably", but no change to the patient was noticed. Afterwards, the syringe was inspected visually by staff, and "small cracks" in the luer connector were found. As reported by the customer, "patient has ongoing noradrenaline infusion. Infusion rate is increased considerably, but no change on patient is noticed. Staff finds that the syringe is leaking. Small cracks in the luer connector is visible and noticed. No sure of the lot#, is one between 1811252 or 1810221."